Event description:
Procedure type: lap chole. According to the reporter: the pt called the doctor complaining of post-operative pain and was prescribed toradol. The pt called the doctor again still complaining of pain. The pt was instructed to go to emergency room. A CT scan was taken and revealed free air. A hida scan was done and revealed a cystic duct leak with no clips present on cystic duct. The pt was re-operated on (B)(6) 2012 and dr. Performed an ercp and closed the cystic duct. The clip had fallen off the cystic duct post operatively. The case took about one hour. The clips were not located during the re-operation and were not removed.

Manufacturer narrative:
(B)(4).